Event description:
It was reported that upon review of the fluoroscopy, the conductor cables appear separated from the lead body. No further information provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed that the needle plunger, link, anterior needle, anterior cuff, and posterior cuff were not returned with the device, which limited the scope of the investigation. Inspection of the returned device revealed an undisturbed posterior needle; consistent with the posterior needle being deflected away from the posterior foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment, as designed. During testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory and push mandrel travel. Based on the investigation, the probable root cause for the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture present on the needles. The device was removed and a second proglide was attempted but also resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device#2:proglide(part#12673-03,lot# 940016h) is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete.